Event description:
It was reported that device could not be interrogated. The device was approaching eri, therefore, the physician elected to explant and replace the device. Patient condition was good.

Manufacturer narrative:
Evaluation description: reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. Device level testing with an external power supply indicated normal electrical performance. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.